Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, (B)(4) (rep): information was received from a manufacturer representative regarding a patient who was receiving dil audid (hydromorphone) (8.1 mg/ml), bupivacaine (16.2 mg/ml), clonidine (855 mcg/ml), and unknown baclofen (450 mcg/ml) via an implantable pump for non-malignant pain. It was reported that the patient had a pocket fill on (B)(6) 2026, and was currently in the intensive care unit. Caller stated that they went to the emergency room with the doctor's order and turned the patient's daily dose down to minimum rate yesterday afternoon. Caller mentioned that patient was on a narcan drip as of yesterday and thought the patient was still on it. Caller also stated that patient started exhibiting withdrawal symptoms from the minimum rate dose around 2:00pm on (B)(6) 2026. The dose was then increased to 1.99mg/day.